Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, the activation button continued to function after the surgeon had stopped pressing on it (stuck/jammed). Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch n91v63. The device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing a ¿reactivate two switch activations detected¿ alert screen appeared immediately. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot number provided, n91c63, is for a fcs17 device, not the reported har36. Please provide the correct product code and lot or batch number. Please note correct lot # n91v63.